Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been 1 other events for the lot referenced.

Event description:
User facility medwatch report (B)(4): during tka a stryker flexible drill bit broke while in use. No injury to pt. All pieces removed from pt.